Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had been having a stinging, tingling sensation at the location of her ins. The hcp stated the patient reported a burning sensation if she charges for longer than an hour. The hcp planned to contact the manufacture representative (rep) to determine if the ins needed to be evaluated to rule out malfunctioning unit. The hcp stated there were no actions taken and the event was ongoing. The hcp stated the patient complained of undesirable sensation. Additional information from the healthcare professional (hcp) reported the event was unresolved at the time of the study exit, death, study closure. It was noted the even was possibly related to the device or therapy and not was not related to the procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that issue unresolved at time of study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and it was reported that the patient voices concerns over occasional stinging in low back. Also, a few days ago, she charged battery after turning it off. She forgot to turn stimulator back on and when she checked it, it indicated that it needed to be charged again. Asking to have it checked by rep today. Per clinic note plan is to have rep contact her for evaluation. On (B)(6) 2020 a new topical gel was started. The outcome is ingoing. It is possibly related to device or therapy or implant producer. Lyrica increased to 200mg bid action date: (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient was feeling stimulation at the location of the implantable neurostimulator (ins) site. The hcp did not clarify if it was the ins or the external device that was heating during recharging. It was noted that the cause of the issues was not determined and that the patient withdrew consent on (B)(6)2017. No further complications were reported or anticipated.